Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to verify other alarms due to the motor error alarm. The motor passed motor test. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported that whenever the reservoir goes low and runs out of insulin the device alarms motor error instead of no delivery. Customer also received an error alarm during the manual prime and stated that insulin shoots out. Customer stated that they do not use the sensor feature and they were unable to complete the rewind sequence. The drive support cap was noted to be normal. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.